Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the single catheter pink port came off and the patient did not know what happen or how it came off. Catheter was placed april 13th and removed april 16th. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.

Event description:
The customer reports that the single catheter pink port came off and the patient did not know what happen or how it came off. Catheter was placed april 13th and removed april 16th. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn# (B)(4). The customer returned one single-lumen PICC for evaluation. Visual examination of the catheter revealed the distal luer hub was separated from the lumen. Remains of the extension line were found within the luer hub. The points of separation were rough and jagged. The catheter body also appeared to be intentionally cut. The total length of the returned catheter body measured to be 17.5" which indicates at least 4" were trimmed and not returned per product drawing. The inner diameter of the distal extrusion measured to be 0.059" which is within specifications of 0.055-0.059" per product drawing. The outer diameter of the distal extrusion measured to be 0.093" which is within specifications of 0.093-0.097" per product drawing. This indicates that the extrusion wall thickness measured within specifications. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of luer hub separation was confirmed by complaint investigation of the returned sample. The returned sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the sample received , manufacturing (molding) caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.